Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue could not be confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue and observed torn clip cover could not be determined in this complaint.based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During grasping, it was noted the anterior gripper would not lower. The cds was retracted to the left atrium (la) and troubleshooting performed however the gripper would not lower. The cds was removed without issue. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.